Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg monitor case) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically broken electrode belt cable receptacle, damaging a pulse wire. The root cause for the damaged receptacle was phsyical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged belt connector.